Event description:
A malfunction was reported by the customer, where the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. The customer performed a pump reset with guidance from technical support, and the issue was resolved, allowing the pump screen to function normally again.